Manufacturer narrative:
The below report was received by health authority inspectie gezondheidszorg en jeugd (reference number: (B)(4)) on 18-mar-2019. The most recent information was received on 11-nov-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("continuous abdominal pain"), back pain ("pain in the lower back"), device breakage ("remains of the essure had passed through the uterus, pricked in organs lower body"), uterine perforation ("remains of the essure had passed through the uterus, pricked in organs lower body") and cervical friability ("contact bleeding") in a female patient who had essure inserted for contraception. Additional non-serious events are detailed below. The patient had a medical history of endometrial ablation in (B)(6) 2013 and bleeding menstrual heavy. On (B)(6) 2013, the patient had essure inserted. In 2014 she experienced back pain (seriousness criteria medically important and intervention required). An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), device breakage (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), cervical friability (seriousness criterion medically important), insomnia ("insomnia"), hot flush ("hot flashes"), headache ("headaches"), fungal infection ("fungal infections"), hyperhidrosis ("sweating (both at night and during the day)"), menstruation irregular ("irregular periods"), dyspareunia ("pain during intercourse"), migraine ("migraine"), fatigue ("fatigue"), neck pain ("neck pain"), pain in extremity ("pain in extremities"), night sweats ("sweating (both at night and during the day)") and candida infection ("candida infections") and was found to have smear cervix abnormal ("abnormal smears"). The patient was treated with surgery (removal of the entire uterus and removal of fallopian tubes and essure device on (B)(6) 2016). Essure was removed. At the time of the report, the abdominal pain, back pain, cervical friability, insomnia, hot flush, headache, fungal infection, hyperhidrosis, menstruation irregular, dyspareunia, migraine, fatigue, neck pain, smear cervix abnormal, pain in extremity, night sweats and candida infection were resolving and the device breakage and uterine perforation had resolved. The reporter considered abdominal pain, back pain, candida infection, cervical friability, device breakage, dyspareunia, fatigue, fungal infection, headache, hot flush, hyperhidrosis, insomnia, menstruation irregular, migraine, neck pain, night sweats, pain in extremity, smear cervix abnormal and uterine perforation to be related to essure administration. The reporter commented: a link was established with essure, reason why in (B)(6) 2016 the fallopian tubes were removed (the primary goal was to remove essure), that did not work and remnants of the essure remained in the uterus. Fortunately, some of her complaints did decrease somewhat; however, there were still a number of other complaints that remained. In the end, the specialist has decided that removal of the entire uterus was necessary. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 11-nov-2022: product start date updated. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("continuous abdominal pain"), back pain ("pain in the lower back"), device breakage ("remains of the essure had passed through the uterus, pricked in organs lower body"), uterine perforation ("remains of the essure had passed through the uterus, pricked in organs lower body") and cervical friability ("contact bleeding") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy and endometrial ablation in (B)(6) 2013. In (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), cervical friability (seriousness criterion medically significant), insomnia ("insomnia"), hot flush ("hot flashes"), headache ("headaches"), fungal infection ("fungal infections"), hyperhidrosis ("sweating (both at night and during the day)"), menstruation irregular ("irregular periods"), dyspareunia ("pain during intercourse"), migraine ("migraine"), fatigue ("fatigue"), neck pain ("neck pain"), pain in extremity ("pain in extremities"), night sweats ("sweating (both at night and during the day)") and candida infection ("candida infections") and was found to have smear cervix abnormal ("abnormal smears"). The patient was treated with surgery (removal of fallopian tubes and essure device on (B)(6) 2016 and removal of the entire uterus). Essure was removed. At the time of the report, the abdominal pain, back pain, cervical friability, insomnia, hot flush, headache, fungal infection, hyperhidrosis, menstruation irregular, dyspareunia, migraine, fatigue, neck pain, smear cervix abnormal, pain in extremity, night sweats and candida infection was resolving and the device breakage and uterine perforation had resolved. The reporter considered abdominal pain, back pain, candida infection, cervical friability, device breakage, dyspareunia, fatigue, fungal infection, headache, hot flush, hyperhidrosis, insomnia, menstruation irregular, migraine, neck pain, night sweats, pain in extremity, smear cervix abnormal and uterine perforation to be related to essure. The reporter commented: a link was established with essure, reason why in (B)(6) 2016 the fallopian tubes were removed (the primary goal was to remove essure), that did not work and remnants of the essure remained in the uterus. Fortunately, some of her complaints did decrease somewhat; however, there were still a number of other complaints that remained. In the end, the specialist has decided that removal of the entire uterus was necessary. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. A review of our complaint records and other nonconformances data was conducted and was unable to confirm the complaint; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ("pain in the lower back"), abdominal pain ("continuous abdominal pain"), device breakage ("remains of the essure had passed through the uterus, pricked in organs lower body"), uterine perforation ("remains of the essure had passed through the uterus, pricked in organs lower body") and cervical friability ("contact bleeding") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy and endometrial ablation in (B)(6) 2013. In (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced back pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), cervical friability (seriousness criterion medically significant), insomnia ("insomnia"), hot flush ("hot flashes"), headache ("headaches"), fungal infection ("fungal infections"), hyperhidrosis ("sweating (both at night and during the day)"), menstruation irregular ("irregular periods"), dyspareunia ("pain during intercourse"), migraine ("migraine"), fatigue ("fatigue"), neck pain ("neck pain"), pain in extremity ("pain in extremities"), night sweats ("sweating (both at night and during the day)") and candida infection ("candida infections") and was found to have smear cervix abnormal ("abnormal smears"). The patient was treated with surgery (removal of fallopian tubes and essure device on (B)(6) 2016 and removal of the entire uterus). Essure was removed. At the time of the report, the back pain, abdominal pain, cervical friability, insomnia, hot flush, headache, fungal infection, menstruation irregular, dyspareunia, migraine, fatigue, neck pain, smear cervix abnormal, pain in extremity and candida infection was resolving and the device breakage and uterine perforation had resolved. The reporter considered abdominal pain, back pain, candida infection, cervical friability, device breakage, dyspareunia, fatigue, fungal infection, headache, hot flush, hyperhidrosis, insomnia, menstruation irregular, migraine, neck pain, night sweats, pain in extremity, smear cervix abnormal and uterine perforation to be related to essure. The reporter commented: a link was established with essure, reason why in (b)() 2016 the fallopian tubes were removed (the primary goal was to remove essure), that did not work and remnants of the essure remained in the uterus. Fortunately, some of her complaints did decrease somewhat; however, there were still a number of other complaints that remained. In the end, the specialist has decided that removal of the entire uterus was necessary. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.